Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7124658 / 7124486, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing an inadequate stimulation and bilateral feet swelling when the device was on. The patient was hospitalized and was prescribed with medication.